Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a premature ventricular contraction (pvc) ablation procedure in the right ventricle outflow tract (rvot) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Ablation to the rvot was applied with the stsf catheter. While mapping, cardiac tamponade was confirmed. Pericardiocentesis was performed to drain the fluid from the pericardium. The patient remained hospitalized and intubated for multiple days. Patient¿s outcome was not provided. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition and patient movement related. No bwi product malfunctions were reported. Transseptal puncture was not done. There was no evidence of steam pop during the ablation. The catheter was used at 35 watts with flow rate of 15ml/min. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 2mm ¿ 3sec, fot 25% 3g. Impedance drop was used as coloring option. Since this event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.